Manufacturer narrative:
Secondary surgery - excessive.

Event description:
The reporter stated surgeon implanted 12.5mm icm125v4 implantable collamer lens in early 2009. The lens was explanted six days later, due to excessive vaulting. The lens was exchanged for a shorter lens. The patient's current best-corrected visual acuity is 20/80.